Manufacturer narrative:
Date sent to the FDA: 10/15/2020 corrected information: yes ( h3. Device evaluated by manufacturer)

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch pjb960 and no non-conformances were identified. Summary: unopened sample of product code w8703, lot pjb960 was received for analysis. During visual inspection, in one overwrap packet some words are illegible due to a missing portion of print. The illegible print defect has been correlated to the manufacturing process. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and the suture was used. Upon evaluation, in one overwrap sample packet some words are illegible due to a missing portion of print. There were no patient consequences.